Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported that when they first turned the ins on in (B)(6) 2025, after they had not used it for a month they felt a shock. Pt stated the shock was like the feeling of when they have stimulation too high, so they turned stim down and that resolved the shocking sensation. Pt mentioned that he has lost over 100lbs since (B)(6) 2024. Patient services (pss) suggested that pt consult with his implant hcp about the weight loss and have the ins / leads / programming checked.